Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 62 mm in diameter abdominal aortic aneurysm. It was reported that, two days post index procedure, an ultrasound revealed slow flow into the right renal artery. A CT revealed that the stent graft was positioned high on the left side and low on the right side. There was partial coverage of the right renal artery from the endurant iis stent graft bifurcate. The flow to the left renal artery was unaffected. Four days post index procedure, the physician elected to implant a right renal stent and the event was resolved. Per the physician, the cause of the event was due to the patient anatomy of a posterior angulated aortic neck. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.